Event description:
Patient underwent urgent repair of enlarging ascending aortic aneurysm on (B)(6) 2011. Procedure was uneventful. Patient underwent lower extremity workup in (B)(6) 2014. Imaging revealed claudication in left leg and an ovoid metallic foreign body within the lumen of the left superficial artery. On (B)(6) 2014, patient underwent left pelvic angiogram, right sided approach; left superficial artery cutdown, removal of foreign body, interposition superficial femoral artery-reverse greater saphenous vein bypass; harvest of greater saphenous vein.